Event description:
While positioning a pt in the or the head section came off of the table and the pts head jerked down.

Manufacturer narrative:
Upon eval of the situation the user did not have the head section properly attached to the table. During previous eval at this facility 50% of the tables were found to have at least 1 of the head rest lock knobs loose or not engaged to the head rest.